Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required) and fallopian tube disorder ("dissolving fallopian tubes"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the multiple allergies and fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube disorder, multiple allergies. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Ntaneous case was reported by a consumer and describes the occurrence of multiple allergies ("allergies") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required) and fallopian tube disorder ("dissolving fallopian tubes"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the multiple allergies and fallopian tube disorder outcome was unknown. The reporter considered fallopian tube disorder and multiple allergies to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube disorder, multiple allergies. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.